Event description:
Initial reporter indicated that the pt had high lead impedance. Indicating a suspected lead malfunction. Additionally, it was reported that pt reports "feeling zapped" when she turns her head to the right, and does not feel stimulations anymore when swiping the magnet. No specific trauma or manipulation. It was reported she was in a "small accident" recently, but nothing that would hurt the device. The pt underwent full revision surgery. It was noted in the or that the patient's generator was at the end of battery life and the pt had a large amount of fatty tissue growing around the lead electrodes. The surgeon felt that may have contributed to the high impedance event. The lead is a MFR pending completion of product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.